Event description:
Reportedly, during the follow up of the subject ICD on (B)(6) 2012, a non sustained episode dated (B)(6) 2012 was listed in ICD memory; however, the episode itself (with egms and markers) was not available for review. An explanation is requested.

Manufacturer narrative:
On (B)(4) 2012: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.